Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an abnormal increase in impedance and threshold measurements. An invasive procedure to analyze the system found a loose set screw.